Manufacturer narrative:
Device powered up properly after battery installation. Device received with operating currents within specification. Device passed rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Pump trace download analysis confirmed the insulin pump alarmed power loss alarm, replace battery alert and replace battery now alarm. The power management tool indicated abnormal behavior of the lithium backup battery loaded voltage as shown on the power management graph and confirmed power loss alarm, replace battery alert and replace battery now alarm due to connector resistance on the electrical board. After disconnecting and reconnecting the internal battery connector on the electrical board, the insulin pump was monitored and functioned properly. Device received with cracked keypad overlay at select button and faded serial number label.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call battery issue. The customer's blood glucose was 282mg/dl at the time of call. Trouble shooting was performed and found customer did not receive a low battery alert prior to the replace battery alert or replace battery now alarm. Advised the insulin pump will need to be replaced. Advice to discontinue use of the device and revert to backup plan. Customer declined trouble shooting for the high blood glucose and had treated with insulin pump. The insulin pump will be returned for analysis.2018